Manufacturer narrative:
The field service engineer (fse) found the paddle mixer bent and sample probe and measuring cells were not acceptable. The fse replaced the paddle mixer, sample probe, and measuring cells. The fse prepped the measuring cells, adjusted the system, and performed a performance check. The investigation determined that the calibrations and qc were acceptable. There were no indications for a performance issue of the reagent or the instrument. The investigation determined that the service actions resolved the issue. There were no further issues after the service visit.

Event description:
The initial reporter complained of questionable elecsys vitamin d assay for 3 patient samples, elecsys hcg + beta test system results for 4 patient samples, and elecsys troponin t gen. 5 stat assay results for 1 patient sample tested on a cobas 8000 e 602 module. Of the data provided, there were discrepant vitamin d results for 1 patient sample, hcg results for 4 patient samples and troponin t results for 1 patient sample. For patient 1 the initial vitamin d result was 54 ng/ml and the repeat result was 31.9 ng/ml. For patient 2 the initial hcg+b result was 483 miu/ml and the repeat result was 4506 miu/ml. Patient 2 was a (B)(6) female with a date of birth of (B)(6). For patient 3 the initial hcg+b result was 2731 miu/ml and the repeat result was 11,889 miu/ml. Patient 3 was a (B)(6) female with a date of birth of (B)(6). For patient 4 the initial hcg+b result was 1543 miu/ml and the repeat result was 27,222 miu/ml. Patient 4 was a (B)(6) female with a date of birth of (B)(6). For patient 5 the initial hcg+b result was 436 miu/ml and the repeat result was 3689 miu/ml. Patient 5 was a (B)(6) female with a date of birth of (B)(6). For patient 6 the initial troponin t result was 10 ng/l and the repeat result was 23 ng/l. The repeat results were deemed to be correct. The initial results were reported outside of the laboratory. There were no allegations of an adverse event. The vitamin d reagent lot number was 35656001 with an expiration date of 31-aug-2019. The hcg+b reagent lot number was 36160205 with an expiration date of 31-jan-2020. The troponin t reagent lot number was 38154201 with an expiration date of 31-may-2020.